Event description:
We were informed on (B)(6) 2018 that due to post-operative loosening of the femoral stem and varus-malpositioning, a revision surgery has been planned for the (B)(6) 2018.

Manufacturer narrative:
Clinical evaluation performed on (B)(6) 2018: the case description is rather confused and several relevant information are missing. The primary tha resulted in varus malposition and fenmoral fracture. A first attempt at revision was done with a cemented stem that could not be properly positioned either. Neither failure should be ascribed to a malfunctioning implant.